Event description:
On (B)(6) 2013, it was reported that the up and down buttons on the patient's infusion device were no longer functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Product was received for evaluation on (B)(6) 2013. The complaint cannot be verified due to careless handling of the product. The soft components of the up/down button are lacerated. The damages did not influence the functions of the pump buttons.